Event description:
Per the clinic, the patient presented with an abscess at the implant site on (B)(6) 2024 and subsequently underwent a procedure to drain the abscess under general anesthesia (specific date not reported). Culture of the abscess tested positive for methicillin-resistant staphylococcus aureus (date not reported). The patient was hospitalized overnight (specific date not reported) and treated with IV and oral antibiotics (specific date and duration not reported). The patient was discharged from the hospital on (B)(6) 2024. However, it was reported that the patient continued to have wound suppurations and another round of oral antibiotics (specific date and duration not reported) was added into the patient's treatment. The clinic then discovered that there was wound dehiscence and skin breakdown at the implant site which led to the exposure of the receiver-stimulator. It was decided that the patient was to be hospitalized overnight (specific date not reported) and treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024 and the patient was discharged after 72 hours. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.